Event description:
The customer reported that the system has an image with a line through it and it tracks to 120kv. No injury to patient was reported. The issue was found before the case started.

Manufacturer narrative:
(B)(4). The ge service rep found a pin in the lemo connector pushed back. He straightened and reseated the pin in the connector. He told the customer that it would not push out again but if it did, they would need to replace the lemo connector. The system is operating as intended.